Event description:
The pt services representative (psr) of a (B) (6) male pt contacted lifecor customer support to report that she went out to retrain the pt and family and found that the charger and battery packs were not working correctly. Support sent the pt a replacement battery charger and battery packs.

Manufacturer narrative:
Device manufacture date. Battery pack (B) (4) - 08/2007. Battery pack (B) (4) - 03/2008. Battery charger (B) (4) - 3/2008. Device evaluation summary: device evaluations of battery pack (B) (4) battery pack (B) (4), and battery charger (B) (4), have been completed. Battery pack (B) (4) had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. Battery pack (B) (4) still has not been returned. Battery charger (B) (4) was fully functional. It was retested and restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery charger and battery packs.